Event description:
Arthritis [arthritis]. Difficulty in walking [gait disturbance]. Joint effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) male pt, initials (B)(6), with gonarthrosis. The pt's medical history was not provided. On (B)(6) 2012, the pt initiated weekly synvisc (hylan g-f 20) injection at a dose of 2 ml. The lot number of synvisc was not provided. On (B)(6) 2012, the pt experienced arthritis. On (B)(6) 2012, the pt visited hospital and had difficulty in walking. On an unspecified date, arthrocentesis was done on (B)(6) 2012, arthritis was persisting and bacterial test in joint fluid was negative. The action taken with synvisc treatment was not provided. The outcome for the events of difficulty in walking and joint effusion was not provided. The event of arthritis had not recovered. Concomitant medications were not provided. The intensity for the events of arthritis, difficulty in walking and joint effusion was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis as probable and did not assess the relationship between synvisc and the events of difficulty in walking and joint effusion.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(6) 2012. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.